Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and non calcified cephalic vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, the balloon was inflated five times at 10atm accordingly. However, at fifth inflation, it was noted that the balloon ruptured. The device was removed form the patient's body and the procedure was completed with another of same device. No patient complications were reported and patient's condition was good post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and non calcified cephalic vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, the balloon was inflated five times at 10atm accordingly. However, at fifth inflation, it was noted that the balloon ruptured. The device was removed form the patient's body and the procedure was completed with another of same device. No patient complications were reported and patient's condition was good post procedure.